Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited fluctuating pace impedance measurements from 600-700 ohms to high out-of-range measurements greater than 2,500 ohms. Thresholds were at 1v at 1ms, and it was noted that the patient does not pace. There was no evidence of noise on recently stored episodes. It was noted that this lead was implanted 1998. Technical services (ts) recommended troubleshooting via isometrics/pocket manipulations or resetting the alert. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.